Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transapical tavr procedure, when an 18 fr. Certitude sheath was inserted along the guidewire, bleeding was observed from the hemostatic valve of the sheath in harmony with blood pulse. The patient¿s blood pressure was 170¿s mmhg. Balloon aortic valvuloplasty (bav) and implant of a 23 mm sapien 3 valve were performed. After the devices and guidewire were removed, no bleeding was observed from the valve of the sheath. The amount of bleeding and transfusion unit are unknown; however, the transfusion was performed as normal procedure and was not for the bleeding from the hemostatic valve. As per the edwards clinical specialist, the guidewire into the sheath and high blood pressure of 170¿s mmhg might have contribute to the bleeding.   During preparation of the sheath, there was no issue.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no procedural videos/imagery or photographs were provided for the evaluation. A review of lot history revealed no other complaints related to ¿sheath housing, hemostasis leakage.¿ a device history review (DHR) was performed and a review of these work orders did not reveal any manufacturing issues that would have contributed to the event. A review of complaint data revealed that the complaint occurrence rate did not exceed the (B)(6) 2018 control limit for the applicable complaint trend category of ¿leakage¿. Based on the review of the instruction for use (IFU) and training manuals, no deficiencies were identified. Inspections and tests during manufacturing support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Because the device was not returned and no procedural photographs were provided for the evaluation, the complaint for ¿sheath housing, hemostasis valve - leakage¿ was unable to be confirmed. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional, or dimensional analysis. Review of available information (complaint history, lot history, DHR review and manufacturing mitigations) did not identify any evidence that a manufacturing non-conformance contributed to the reported event. Additionally, no labeling or IFU/traininig deficiencies were identified in the evaluation. It is possible that patient and/or procedural factors contributed to the reported complaint event as there was no bleeding was observed from the valve of the sheath after the devices and the guidewire were removed from the patient. In addition, as indicated in the reported information, ¿the guidewire into the sheath and high blood pressure of 170¿s mmhg might have contributed to the bleeding.¿ as instructed in the procedural training manual, during sheath insertion, the following considerations should be applied: if excessive bleeding from hemostasis seal of the sheath is observed, reposition guidewire to center of the sheath housing. Based on given information, patient and/or procedural factors may have contributed to the reported event. However, a definitive root cause for the reported events was unable to be determined at this time. The complaint for ¿sheath housing, hemostasis valve ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no labeling or IFU/training inadequacies were identified and the occurrence rate did not exceed the control limit for the applicable trend category, no corrective/preventive action is required at this time.